Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Peripheral anterior synechiae (pas) is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The rate of pas reported to glaukos is considered low and acceptable and that the clinical benefits outweigh the potential risks. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a successful left eye (os) trabecular microbypass stent system procedure, the patient presented on postop day twenty (20) with peripheral anterior synechiae (pas) in the operative eye. Per report, the surgeon performed a yag laser procedure to address the pas. The report also noted that the patient has recovered, and that the reported event was non-serious, and has resolved. Additional information has been requested.